Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of catheter insertion, there was a break seen at the junction of the extension tube (venous side) and bifurcate (white tube/adapter) wherein leakage was also noted. Pervinox was the cleaning agent used on the device. The lumens were flushed prior to use. Povidone was the cleaning agent used on the adapters and it was stated that the cleaning agent was allowed to dry thoroughly prior to application of ointment to the area. The clamp was not moved periodically. There was nothing unusual observed on the device prior to use, there was no issue found on the bifurcate, and no other products being utilized with the device. The catheter was not repaired, tego was not utilized, there was no luer adapter issue, and the insertion site was not treated prior to product placement. There was no blood loss and blood transfusion was not needed. The catheter was replaced (with a competitor's product) in order to resolve the issue and complete the treatment. There was no patient injury.